Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the nurse noticed that the patient infusion parameters were loading into a different pump than the one the nurse had scanned. After an assessment it was discovered that two pumps had their doors removed and swapped during an upgrade and with that door swap the inoperability barcode was swapped causing the scanned medication to show on different pump. There were no adverse effects caused to the patient during the event.